Event description:
Patient experienced a fall during a bed change. Patient rolled to his left and the left bed rail failed. Patient continued to his left and landed on his right knee. Patient head did not hit the floor. No patient harm. No radiology studies, etc. Ordered post fall.